Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs performed significant troubleshooting including the replacement of multiple parts. A review of the c461412 service history found no additional likely causes and no additional reports of inconsistent or erratic results have been received since fs addressed the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The initial report was submitted under manufacturer report number 3002809144-2020-00413 ((B)(4) as manufacturing site) with suspect medical device of magnesium , list 3p68. After further evaluation, the suspect medical device was changed to architect c4000, list 2p24 ((B)(4) as manufacturing site), which is this report.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 analyzer on one patient. Results provided: on (B)(6) 2020 pt1 = 6.1 / 1.7 / 1.7 mg/dl. Normal range: 1.6-2.6 mg/dl. No impact to patient management was reported.